Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Customer alleged discrepant results with two patient samples using the cobas® sars-cov-2 nucleic acid test for use on the cobas® liat® system. The customer reported that the two samples tested using lot 10607s with the cobas® liat® serial numbers (B)(4) and (B)(4) resulted in sars-cov-2 positives. Both samples were retested on the bio-rad cfx96 with allplex sars-cov-2 assay as negative. The results were not reported and no apparent harm or injury occurred in relation to the event. The customer collected nasopharynx samples using the corotest ivtm (B)(4) 1.1ml with nylon swab, which is an off-label collection. The customer identified that most samples had mucus. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed one per run.

Manufacturer narrative:
Facility full name: (B)(6). Data review showed that both samples have a low viral load and are at the limit of detection (lod) of this cova assay where results may waiver. There were no abnormalities seen in the data to indicate a systems issue. The differences in the platforms sensitivities and targets detected could explain the sample discrepancies. Allplex sars-cov-2 assay is designed to detect rdrp, s and n genes specific for sars-cov-2, -and e gene. The lod is not published online, however, review of the package insert may specify. Liat cova assay lod= 0.012 tcid50/ml or 12 copies/ml; dual target design for orf1 a/b gene and/or n-gene detection. As noted, different assays perform differently and target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Additionally, the collection kit in use is an off-label. Media with a different chemical composition could contain substances that could interfere with the test operation and may impact assay performance. If the volume of collection media is not identical to the on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated and increase the rate of inaccurate results. The approved on-label collection kits have been tested and confirmed to be compatible with the cova assay. Validated collection media kits for each specimen type can be found in the method sheet and are recommended for optimal performance of the assay. It is possible that a low level of laboratory contamination may contribute to the samples with viral material near the lod of the assay. The reagent lot was also investigated and no product problem was found. The most likely cause for the discrepancy observed is due to the samples having a low viral load where results are known to waiver. Additionally, the interference of mucus in the sample and the off-label collection kit may contribute. (B)(4).